Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an occlusion alarm. No damages were observed that could be confirmed as the root cause of the reported communication error or observed alarm. The cause of the reported communication error and observed occlusion alarm could be determined. The exposed portion of the soft cannula was observed to be stretched and flattened. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to > 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported receiving a pod communication error. Treatment information was not provided.